Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was achieved with a non-abbott device after an atherectomy and balloon dilatation. The patient became hypotension and complaining of flank pain. A sheath was placed in the right common femoral artery (rcfa) and a catheter into the left iliac artery and subsequently found a retroperitoneal bleed which was the result of an anterior bleed. A covered stent was placed over the left common femoral artery. An attempt was made to close the rcfa with the proglide device which experienced a cuff miss and manual arterial compression was applied to achieve hemostasis. This resulted in shutting down the entire blood flow beyond the cfa. The patient was taken to the operating room and an attempt was made to remove the clot and restore flow down the right leg. The patient's hematocrit and hemoglobin were critically low and they exhausted efforts with pressors. The patient subsequently died on (B)(6) 2016. The patient's anterior bleed was from the failed non-abbott device. Per the physician, he does not feel that the proglide contributed to the patient's death. No additional information was provided.